Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh inc on behalf of the MFR arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer (B)(6) 2012: it was reported by the customer that the resident was being removed from the bath and the chair was being attached to the wheeled chassis. The safety catch was felt to be secure, the resident leaned over, and the chair fell to the floor. The resident appeared to be unharmed. Nominated arjohuntleigh investigator to attend site and complete incident description form and take supporting photos.